Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed fractured inner (cathode) coil near the terminal end of the lead. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that his right atrial (ra) lead was unable to be successfully implanted as it experienced placement difficulties due to helix extension and retraction with tortuous anatomy issues. The lead was returned and analyzed. No adverse patient effects were reported.